Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calculate the longevity estimate of the implanted device and a grey bar displayed in the estimation field. The programmer re-interrogated the device but this failed to resolve the issue and the calculation was determined using a remote transmission. The programmer remains in use. No patient complications have been reported as a result of this event.